Event description:
It was reported that an intraocular lens (iol) was not pre-loaded properly, thus not able to be safely inserted into the patient's eye. The defective lens was discarded, and the backup lens of the same model and diopter was used. It is unknown if the product had patient contact. No further information was provided.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is on or prior to (B)(6) 2023. Device evaluation: the product testing could not be performed as the device was not returned for evaluation (the device was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.